Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that during a bilateral annexectomy (left ovarian organic cyst) by endoscopy, the jaw of the forceps broke and fell into the patient. The broken part was identified using video endoscopy (radioscopy system) and was removed with another set of forceps. The issue led to increased surgery time of 15 minutes. No consequence to the patient was reported.

Manufacturer narrative:
Integra investigation completed. No adverse trend noted. The mobile jaw is broken. The fragment was returned. An observation under microscope allowed to highlight a corroded area within the fracture zone. It suggests the presence of a crack prior to the breakage. A thorough observation of the breakage area did not reveal manufacturing or material defect. The electrical sheath has several traces of impact. Considering that no material or manufacturing defect was found, evidences of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the jaw and progressively led to the reported event. Moreover, the IFU nt060 provided with the device requires: "before each use, check the outer surface of the parts introduced into the patient to verify that there is no rough surface, no improvement or suggestion can pose a risk¿.